Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed, the lower case is broken, the heart lead flex is out of electrical specification, and the keyboard pad has a cosmetic issue. (B)(4).